Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, a clinical sales representative (csr) called mid-procedure to report non-recoverable 31016 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and determined the errors were triggered by a software version mismatch after surgeon side console (ssc) 2 from system sk3454 was connected. The tse advised disconnecting ssc 2, which cleared the error. Log review showed sk6299 was on p11b software while sk3454 was on p11c, and they planned to update sk6299 when able to align both systems. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer will update the system sk6299 when able to, in order to align both systems. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.